Manufacturer narrative:
Update to h6 codes. Device not returning.

Event description:
The device will not be returned.

Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The device was explanted. The patient was stable.